Event description:
As reported by the field clinical specialist (fcs), during an unsuccessful implant of a 29 mm sapien 3 valve in the aortic position, the valve and commander delivery system (ds) punctured through the seam of the 16fr esheath and became stuck in very tortuous, calcified anatomy. The patient was transported to the operating room with vascular surgery. The team tried multiple troubleshooting techniques to remove the devices including, trying to bring the commander ds and valve back into the sheath to remove as one system, however, the patient was having significant pain and the team was concerned about causing damage to the vessel. Once the sheath was removed without complication in the or, the team tried to partially deploy the valve in the common iliac, however the commander ds balloon had a hole and would not inflate. The team was able to pull the commander ds and valve out of the artery until the valve caught on the perclose suture. The vascular surgeon was able to remove the suture and fully remove the rest of the valve and commander ds system intact. Once the system was removed the vascular surgeon applied the patch and repaired the right femoral artery. The esheath, commander ds and sapien 29mm valve were all removed in surgery.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Provided imagery included a 3mensio, procedural imagery, and post procedural device imagery. The images were reviewed and the following was observed: patient's access vessel is calcified and tortuous. Crimped valve exiting the sheath in the aortic bifurcation. Sheath shaft is curved at the distal end, liner appears expanded as designed and tip opened as designed; the delivery system is fully inserted through and is puncturing through the torn sheath liner. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed along with the device preparation and procedural manuals. Potential adverse events include 'complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death' and 'access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'liner punctured', 'inability to advance through sheath', 'interventional device interacts with non-edwards device', and 'inability to remove sheath' were confirmed per returned device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported by the field clinical specialist (fcs), 'during implant of a 29 mm sapien 3 valve in the aortic position, the valve and commander delivery system punctured through the seam of the 16fr e sheath and became stuck in very tortuous, calcified anatomy. The patient was transported to the operating room with vascular surgery. The e sheath, commander and sapien 29mm valve were all removed in surgery.' Per imagery review, calcification and tortuosity were present in the patient's right access vessel. Procedural imagery showed the crimped valve exiting the sheath in the aortic bifurcation. Post-procedural device imagery revealed sheath shaft curvature (suggesting presence of tortuosity), the sheath liner expanded as designed and tip opened as designed, and the delivery system fully inserted through and puncturing through the torn sheath liner. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Tortuosity and calcification can create sub-optimal angles for delivery system advancement, that can lead to non-coaxial alignment between the devices, requiring a high push force to navigate. Calcification can create a constrained condition for delivery system advancement, further contributing to resistance. These patient factors can create a challenging pathway for advancement and can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve catching onto the sheath liner, tearing it upon advancement. Calcification can also damage the liner through direct contact during sheath insertion. If additional manipulation was used to overcome the resistance, the valve can puncture through the damaged sheath liner, exposing the valve to the vasculature, where it may get stuck and lead to withdrawal difficulty. The exposed valve may then also interact with the perclose suture, as reported. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner, valve caught on perclose) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.